Manufacturer narrative:
(B)(4).

Event description:
The consumer reported pain was not being addressed daily. There were no falls, traumas, medical tests, electromagnetic environmental exposures, or positional movements that were related to this issue. The stimulation was not working to address pain like it was supposed to. This was considered a sudden change in therapy or symptoms. The consumer got in contact with the doctor and manufacturer's representative. Relevant medical history included non-malignant pain and myofascial pain syndrome. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.